Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 294.8 mcg/day) via an implanted pump. On (B)(6) 2020 it was reported that the patient had an MRI on (B)(6) 2020 and had not had their pump checked until today. When the hcp initially interrogated the pump, she was seeing service codes indicating that the pump had been stalled. Per the hcp, the patient had not been feeling well and had been tight as well. During the call, the hcp was asked to interrogate the pump with logs. She then confirmed she was now seeing a motor stall recovery at the time she initially interrogated the pump. Telemetry stated was reviewed and it was reviewed that the pump should be infusing like normal after which the hcp stated that she would leave the pump as is. No further complications were reported/anticipated.